Manufacturer narrative:
This supplemental report is being submitted with information that this lead was explanted on (B)(6) 2025. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced occasional dizziness prior to the first follow up visit after system implant. This atrial lead exhibited high threshold measurements and review of the trended data showed a significant threshold change over the past few days. X-ray identified the lead had lost slack and was pulled taught. The physician planned to perform a revision procedure in the near future to reposition and secure the lead with additional sutures. Additional information was received that a revision procedure was performed, and the lead was removed from service and replaced. A boston scientific representative was not present at the revision procedure and could not confirm if the lead was surgically abandoned or explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced occasional dizziness prior to the first follow up visit after system implant. This atrial lead exhibited high threshold measurements and review of the trended data showed a significant threshold change over the past few days. X-ray identified this lead had lost slack and was pulled taught. The physician planned to perform a revision procedure in the near future to reposition and secure the lead with additional sutures. The lead remains in service. No adverse patient effects were reported. It was reported that this atrial lead was subsequently removed from service and replaced. A boston scientific representative was not present at the revision procedure and could not confirm if the lead was surgically abandoned or explanted. No additional adverse patient effects were reported.